Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging soreness with throat, scar tissue, nasal/throat irritation or soreness, appetite problem. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging soreness with throat, scar tissue, nasal/throat irritation or soreness, appetite problem. Patient has a medical history of scar tissue, ulcer, appetite problem, andmowat-wilson syndrome. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1, b2, h1 and clinical code, impact code in section h6 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to have nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be. There is unknown dust/dirt contamination at the entrance to the iso port. There is unknown debris on the top of rear panel where the base unit and humidifier base mate. Interior investigation: there is unknown debris in the tracks of the ui panel and rear panel where they mate with the rear and top enclosures. The manufacturer notes that there are mineral deposits present on the motor casing and blower box housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A keratin-like substance was observed around the blower box housing outlet. An interior investigation was also performed on the humidifier base returned. There is unknown debris within the heated tubing connector. Latch is found to be damaged. There is unknown debris within interior. There is an unknown residue and debris located on the flip lid seal. Dry box seal and flip lid seal show discoloration. Keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box housing and motor casing. The manufacturer is unable to directly address the symptoms outlined in the complaint regarding nasal/throat irritation or soreness caused by the device. Manufacturer can confirm that the root cause for the humidifier base lid opening while device is delivering therapy is due to the latch being damaged. The manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and can confirm the presence of contamination in the airpath. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation but can confirm the presence of contamination in the airpath. Section b7 was corrected missed to capture in previous report. And section h6 health clinical code has been captured to reflect the correct code.